Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure that the endoscope in universal surgical manipulator (usm) 2 repeatedly spun. The endoscope was replaced, and the same issue occurred. The procedure was reportedly completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error fault referenced during field investigation was from a previous procedure using system sk3954. The fse indicated that this was likely to be the same issue. This issue can happen if the endoscope is perpendicular to the floor and there is no up or down (everything is down). The fse stated that removing the endoscope and pressing the usm clutch button or the instrument clutch button on the associated arm is the correct troubleshooting step. This will clear the guided tool change information. When customer reinstalls the endoscope, the image should be correct and not upside down.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and found multiple occurrences of error codes 282 (tool sensor/tool presence not detected) and 22020 (instrument failed to engage), all associated with universal surgical manipulator (usm) 2. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. As a result of these findings, fa concluded that the axes controller, carriage, instrument (acci) assembly in the usm was consistent with the reported event and is the potential root cause for this issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.